Event description:
It is reported that the patient received an acetabular cup. It is unknown whether the patient is monitored or a revision was performed.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific clinical event cannot be ascertained from the information provided. A product failure cannot be confirmed. Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, an amended medical device report will be filed. A tight monitoring is ongoing for revisions with EU durom cups where the initial implant date occurred after the accomplishment of a retraining program for users outside the u.s. Which was initiated in (B)(4) 2009, as a corrective action and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in (B)(4) 2008, as correction (B)(4). The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. (B)(4).